Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the cannula to deploy or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And " test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated a pod at 11:03 am. At that time, her bg was 341 mg/dl, and she gave herself a 6.20 u bolus. At 5:50 pm, her result was 406 mg/dl, and she consumed 40 grams of carbohydrate. She said that she then noticed that the cannula did not insert and looked different. She said that the cannula did not deploy and was not visible outside of the pod. Her insulin was also leaking. She was wearing a new pod when she called and said she was treating her high blood glucose through bolus delivery. Her result was 382 mg/dl at the time of her call.